Event description:
In the e-mail regarding the other times used, is the description of the ca090 'they used another ca090 which worked but as they placed the clips the cystic artery was transected and the proximal or pt side of the artery retracted back while bleeding. 'Pt had to be opened but has been discharged at this point." Pt status: "pt had to be opened but has been discharged at this point." Type of intervention: vessel tore from clip applier then they had to be opened but has been discharged at this point." Pt status: "pt had to be opened but has been discharged at this point." Type of intervention: vessel tore from clip applier then they had to open to stop bleeding. This incident references to MDR # 2027111-2013-00141.

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.